Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the display device displayed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. Data review confirms the reported event of failed transmitter error. A root cause could not be determined via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Share log review was performed and the logs showed a transmitter error on the issue date. Customer complaint was confirmed. A root cause could not be determined.